Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the device was pulled out of a kit and a sharp metal piece was sticking out below the jaws. Another device was used to complete the procedure. There was no pt consequence.